Manufacturer narrative:
Additional information regarding this incident has been requested. The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The catheter broke and a portion of the tubing remained in the patient.